Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patients contacts 7-15 were over 10k ohms. The rep will reprogram using contacts 0-6 and follow-up with patient's hcp. Patient reported a fall on (B)(6) 2019 and had been seeing rep between then and now with no signs of impedance issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedances was unknown. Programming was done around the impedances and the impedances had not resolved.